Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed post-paced t-wave oversensing. No changes or interventions were reported. The patient condition was stable.